Event description:
It was reported to vyaire medical that the vela ventilator has eeprom write failures in the logs and the inhaled tidal volume (vti) was reading low. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
"Vyaire file identification: (B)(4). The device will not be returned for further evaluation; therefore a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, the turbine will be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."